Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the gallbladder was placed in specimen bag. The bag was removed from the patient through the port site. When the bag was placed on the nurses set up trolley it was noted that there was a hole in the bag and the contents were spilling on to the sterile drape. The hole/s was not noticed prior to insertion of the bag. Abdomen examined for gall stones that may have leaked out of the hole in the bag on removal. There were no adverse consequences for the patient. One pouch was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.